Manufacturer narrative:
Updated fields: b4, d10, g4, h3, h6, h10. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. A break in the optical fiber was found 20.8cm from the iab tip. The sheath was returned separate from the catheter. The pressure and extender tubing were also returned. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Additional initial reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure occurred. The team had already converted the arterial pressure (ap) to the transduced inner lumen and unplugged the fiber optic connector. There was no patient harm or adverse event reported.